Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the farawave catheter underwent visual inspection and dimensional testing. The catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. It showed no evidence of the reported failure since the missing tip material meets the dimensional component measurement. The reported event was not confirmed.

Event description:
It was reported that the some of the black coating around the catheter array tip was not present. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. When the guidewire lumen was flushed it was noticed that the saline flush came out of the distal end of the catheter in two streams. The catheter was inspected, and it was found that some of the black coating around the catheter tip was not there, showing the orange spline underneath. It did not appear that anything had detached or broken off from the distal end of the catheter. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave catheter has been received at boston scientific's post market laboratory.

Manufacturer narrative:
The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that the some of the black coating around the catheter array tip was not present. During preparation for a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was selected for use. When the guidewire lumen was flushed it was noticed that the saline flush came out of the distal end of the catheter in two streams. The catheter was inspected, and it was found that some of the black coating around the catheter tip was not there, showing the orange spline underneath. It did not appear that anything had detached or broken off from the distal end of the catheter. The catheter was replaced and the procedure was completed. No patient complications were reported. The farawave catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.